Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The implants were not returned for evaluation as it was reported the hospital lost or misplaced them. A thorough review of manufacturing records was not possible as the part number and lot number was not provided. Globus has requested patient information as well as part number and lot number information, however it has not been provided. If that information is received, a supplemental report will be filed. The exact cause of the reported issue cannot be determined. This report is associated with MDR-2016-00022. The patient went in for revision surgery for two broken transition ha coated screws, and during the revision it was discovered there was a broken transition 2 level implant as well. Implant not returned for evaluation.

Event description:
The patient underwent a revision surgery for two broken transition ha coated screws. During the revision surgery it was noticed there was also a broken transition 2 level implant which was broken at the cord/rod junction. The revision surgery was (B)(6) 2016.